Event description:
It was reported that after the remote monitor was damaged by lightning it would take the phone lines off the hook. A new monitor was ordered for the patient. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.